Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced infusion set cannula bent event on 29-apr-2024.insertion site was at leg. Event occured at (B)(6) day of insertion. Blood glucose levels were 380 mg/dl at the time of event. The patient took manual injection to address the event. No further information available.